Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearings of the device fell out was confirmed. An assessment was performed and it was observed that the nose tube components (bearings, bushings, and lock nut) had come loose inside the attachment, and the device was cosmetically unacceptable. It was further observed that the loctite failed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the bearings of two medium attachment devices fell out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.